Event description:
On 6/07/93 a cuff was implanted. On 8/18/95 the pump and balloon were implanted. On 11/12/96 the pump was removed from the pt and replaced due to recuring incontinence and fluid loss.